Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer prior to use on patient that the cardiosave alarming autofill failure even with a new iab catheter set. No patient harm or injury was reported.